Event description:
It was reported a 4f jl5 spyglass catheter was pre-wired and inserted into the hemostatic introducer sheath. The physician tired to advance the guidewire without success; the catheter was removed. The distal tip measuring approx 25 millimeters was missing from the catheter. The introducer sheath was clamped to prevent the missing tip from migrating into the pt. The introducer sheath was removed and the tip was found. A new introducer sheath was inserted and the procedure continued with another catheter and no further incident. There were no pt consequences.

Manufacturer narrative:
One 4f spyglass catheter was received for evaluation. The returned product was received in the partially opened original packaging. One 4f spyglass catheter was received for evaluation. The catheter was received in two pieces; separated from the distal tip at the stem/bond. A kink was present in the stem piece .5" from the distal tip. Surface damage was noted on the proximal end of the stem section in the form of spiral scratches. It is uncertain what caused this damage. No elongation was visible on the separated ends and the circumference remained round. The separation occurred at the bond joint. The original packaging pouch was only opened 9.0" and the tip protector was located in the normal position in the package. Review of the device history record confirmed this lot met manufacturing prior to shipment. Based on the info received, the cause for the catheter separation could not be conclusively determined. Further investigation is underway. Additional info will be filed in a supplemental report.